Manufacturer narrative:
Device powered up properly after battery installation and device passed the displacement test and self test. No audio/vibrate anomaly noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump vibrate feature was not working. The customer stated they performed self test and insulin pump did not vibrate during test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.